Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification was performed. Lens returned was cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residue of lubricant material was observed on lens pieces. Both haptics were also observed distorted. The condition of the returned lens is consistent with a product that was handled and prepared for a surgical process. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens was explanted from the patient's left eye in a secondary procedure because the patient decided to go for a toric intraocular lens instead. Reportedly, a different model was used as a replacement for the patient. There was no patient injury, no incision enlargement and no sutures. Patient had visually recovered when discharged. No further information provided.